Event description:
On (B)(6) 2011, a (B)(6) male pt who had undergone peritoneal dialysis underwent aaa repair. The pt's anatomical form was suitable for endovascular repair. The aaa was 80mm, the left common iliac artery was approx 10mm and the right internal iliac artery was coil embolized for placing two iliac leg grafts. The final confirmatory angiography showed a major proximal type I endoleak. The physician repeated ballooning the site using a coda balloon with the lunderquist wire guides removed from both sides. The leak became better but still persisted. However, the physician decided to take a wait and see approach and completed the procedure. The pt's condition is unk as not provided by reporter and no image will be provided to assist in this investigation. Additional info provided on (B)(6) 2011: on (B)(6) 2011, the f/u CT showed the leak was completely gone.

Manufacturer narrative:
(B)(4) pt outcome was not provided by reporter. (B)(4) endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. Final angiography revealed type ia endoleak of unk etiology. Ballooning reduced the endoleak, but still persisted. F/u seven days after initial repair showed that the endoleak was gone. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with the failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.